Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time; however, based on similar reports, this type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic total laparoscopic hysterectomy with bilateral salpingectomy procedure, the probe tip broke off from the distal end of the device. The device fragment was recovered from the sterile area. No device fragment fell into the patient. No bleeding was reported. It was reported that the surgeon was cutting tissue when the breakage occurred. There were no error messages observed on the generator. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, it was reported that the device was inspected prior to use.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and to correct the device lot number and manufacture date. The device was returned to olympus for evaluation. The user¿s complaint was confirmed. A visual inspection was performed on the received device and found a portion of the probe unit completely broken off. The missing probe portion was not returned for evaluation and measured approximately 16mm in length. The remaining intact portion of probe measured approximately 3mm in length. Due to the returned condition of the device no further functional testing could be performed. The teflon pad was inspected and found to be worn and slightly melted in the mid section with no metal exposed.